Event description:
On the morning of march 20, I woke to find my left eye bloodshot and swollen. In the days following, it became more swollen and the whites were pink, very irritated, weepy and there was a creamy-colored discharge. I have been an acuvue2 contact lens wearer for almost seven years now with no problems whatsoever. The only recent change in my routine was that I started using a bottle of renu with moistureloc that my dr had given to me at my eye exam in november. I had finished my other bottle of solution different MFR and started using the renu for the first itme ever. I saw the dr on march 23 at 11:30. He thoroughly examined my eye and said I had a fungal infection. He prescribed an antibiotic -can't recall the name but it was just 3 oblong pink caplets 500 mgs. One per day for three days. He also prescribed eye drops but I couldn't afford to get them. I would at least like b&l to reimburse me for dr's visit and antiboitics.